Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a laser presented with low laser power. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received stated the event occurred before the procedure. There was no patient involved.

Manufacturer narrative:
The customer reported that the system experienced a loss of power. No patient was involved. The surgeon had to increase the power to get the same burn. No further information regarding the outcome of the patient was obtained. The company service representative examined the system. The system was calibrated and tested. The system was then tested and met all product specifications. The system was manufactured on october 21, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to the laser power output falling out of the calibrated range. The manufacturer internal reference number is: (B)(4).